Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The field service engineer was on site 03-dec-2019 and discovered a cloud on the procell syringe and dirty tubing above the syringe. A decontamination was performed, along with preventative maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from the cobas e 801 module analyzer. The initial result was 2.45 iu/l and the repeat result on (B)(6) 2019 was 1434 iu/l. The result of 2.45 iu/l did not match the patient's clinical status or the results from another laboratory. The additional results were not provided. The 1434 iu/l result was believed to be correct. It was noted that the sample tube was lithium hep with gel, coming from peripheral laboratory. The questionable results were reported outside the laboratory. The reagent lot number was 385896 with an expiration date of 31-may-2020.